Manufacturer narrative:
Approximate age of device ¿ 1 year, 2.5 months. Review of the submitted log file revealed log file revealed intermittent low flow, low speed, and motor stop events, all of which appeared to occur while the patient was operating on a tethered power source. Examination of these images did reveal a kink in the lead on the external portion but no areas of shield breakdown or other areas of potential compromise to the integrity of any wire were noted. Based on the manufacturer¿s past experience and similar reported events, the observed alarms could be indicative of a potential driveline issue; however, driveline wire damage could not be confirmed because the pump remains in use. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced pump off alarms at home that occurred when connected to the power module and a short to shield was suspected. The patient was asymptomatic during the event. The patient was issued a new power module patient cable. Body movement and manipulation of the driveline could not reproduce any speed drops or pump stops while connected to the power module with the new power module patient cable. X-rays of the driveline were unremarkable. The patient was sent home with grounded and ungrounded power module patient cables; however, additional pump stoppages occurred. It was reported that the patient would remain on an ungrounded power module patient cable at this time with no plans for a pump exchange.